Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 6/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did the pull-off issue occur during use in the patient or prior to patient use? Received information as following from sales rep via phone today. The pull-off issue occurred during use in the patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a knee replacement surgery on (B)(6) 2026 and suture was used. During surgery, when the doctor was preparing to suture the muscle fascia, he removed two packages of suture, both of which had needle pull off issue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.